Manufacturer narrative:
Tumor "seeding" is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in monteris' internal risk management files. No malfunction was alleged; therefore, no device evaluation was performed.

Event description:
According to a remaster sae form, it was reported that a patient experienced a new lesion along the biopsy/litt track. The patient underwent a biopsy and litt procedure on (B)(6) 2025 and an MRI on (B)(6) 2025 showed this finding. The treating physician deemed the new lesion as possibly related to the neuroblate procedure and definitely related to the surgical procedure. The patient underwent a surgical intervention for the new finding, details not available at this time.